Manufacturer narrative:
Investigation summary: 1 photo showing separated sets as well as one physical sample were received and tested by our quality team. The photo alone verified the separation described by customer's complaint. The sample was visually inspected using high power digital microscope and the tubing where it is to be inserted into blue clip portion of infusion tubing (air in line detector) presented with an insufficient amount of solvent (glue). The manufacturer of the set was contacted and the root cause of the failure was found to be an operator error while applying solvent to the tubing during set assembly. There has since been a quality notification to train the operators further and a review work order to check solvent dispensers to ensure this failure is eliminated in a timely manner. The production history for this lot was analyzed and there was one quality notification that was related to this failure (related to quality alerts above).

Event description:
Photo + sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing separated